Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. A review of the device history record was performed, and no anomalies were noted. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced decreased performance, tinnitus, and bad mental health. The recipient's device was explanted. The recipient was reimplanted with another cochlear device. The recipient's device will reportedly not return to advanced bionics for analysis. The recipient healed following surgery.